Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a possible fracture. Allegedly, the implanting physician over exercised the helix mechanism until it broke. As result, the lead was removed and replaced prior to pocket closure.